Event description:
It was reported that the pt experienced infection; wound dehiscence with pus drainage from the back wound. The system was explanted. The pt recovered without sequela. Future re-implant was planned as the pt had excellent pain relief with the device.